Manufacturer narrative:
DHR review revealed nothing relevant to this event. The pump and tubing involved remain held by the hosp's claim dept. The cause of this event can not be determined without device eval. As indicated by the initial info rec'd, the pressure sensor went off and the pump button was shut off 3-4 times. The pressure sensor alarm would have warned the user to verify proper device settings immediately upon activation. Review of similar incidents reported to arthrex, where pump & tubing were returned for eval, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.

Event description:
Pressure sensor went off & pump button was shut off 3 to 4 times (during knee scope). Surgeon believes water went underneath the synovial space up to the thigh area. Per user facility medwatch: defective pump allowed too much solution to be injected into thigh causing compartment syndrome. No add'l info available. This device is used for treatment.